Event description:
Patient noted to have striae on the right eye and best corrected visual acuity (bcva) was 20/50. First brought to surgeon's attention on (B)(6) 2013. Recommended flap lift/reposition acute right eye. Procedure performed on (B)(6) 2013. Flap well apposed at close of procedure. Bandage soft contact lens (bscl) placed over antibiotic, steroid and nonsteroidal anti-inflammatory drug (nsaid) drops. Patient started on medrol dose pack for diffuse lamellar keratitis (dlk) prophylaxis. Patient experienced loss of bcva on the right eye.

Manufacturer narrative:
(B)(4) - (striae). Evaluation: the equipment was not evaluated after the treatment since there was no indication that a malfunction caused the reported issue. The clinic is reporting this event only and did not request field service or clinical support. Amo's field service engineer (fse) visited the site on (B)(6) 2013 for preventive maintenance and did not identify any issues associated with the event.